Manufacturer narrative:
The customer¿s report of a leak at the filter was confirmed. The set was visually inspected and no anomalies or evidence of damage were observed. Functional testing confirmed droplets leaking from the proximal air vent of the 0.2 micron filter. The root cause was not determined.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported at 0957 a primary infusion of taxol (553ml) was programmed to infuse at 183ml/hr. Over 3 hrs. At 0958, the nurse noted that blood was backing up into the tubing and leaking around the filter. There was no report of patient or staff harm. The event occurred on (B)(6) clinic.

Manufacturer narrative:
Correction on initial report: weight.